Event description:
On 01-01-98, pt was using laurel brand heating pad (low setting), heating pad control malfunctioned causing open flames. Flames set pt's clothing on fire resulting in 2nd & 3rd degree burns on chest/abdomen area. Pt also suffered smoke inhalation and respiratory complications due to the fire/smoke. Pt was treated at area hosp then transferred to area burn unit. Pt died on 01-11-98.